Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, eccentric, de novo, 90% stenosis in the mid left descending artery. The 3.5 x 15mm nc trek was advanced for pre-dilatation; however, when attempting to inflate at 12 atmospheres for 15 seconds, the balloon ruptured. A non-abbott balloon dilatation catheter was used to complete pre-dilatation. A stent was deployed and the procedure was successfully completed. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: tiga 6fr ebu 3.5. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.